Event description:
Procedure; "vats". Reportedly, the staples fired but knife blade only cut halfway. Consultant stated instrument did not feel right. Patient injury: damage to transection site where blade should have cut. The transection completed with diathermy.